Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/07/2015 with the following findings: review of the pump¿s black box revealed related rebooting events. The battery compartment was undamaged. The battery cap threads and coin slot were damaged. The cap contact dimensions were with specification. The battery cap was unable to secure properly to the pump; a power issue was experienced. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect to the pump¿s internal components was observed. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.